Event description:
It was reported that a high frequency jet ventilator (hfjv) was used in tandem with the ventilator on a patient. It was noted that the o2 concentration was fluctuating. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). Alarms for low o2 concentration were verified. The o2 sensor was replaced as recommended in the service manual. The o2 sensor is a measuring device for the inspired o2 concentration. The ventilator passed all safety and functional tests and was cleared for clinical use. No ventilator logs were provided and no parts were returned for investigation. No further information was provided by the user facility regarding the use of high frequency jet ventilator (hfjv) in tandem with the ventilator. The reported tandem use of a hfjv implies that the hfjv is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. The measured inspiratory values would be as per the set parameter values but the measured expiratory values would include the values of the hfjv and therefore, the measured expiratory values would not reflect the parameter settings and will lead to generation of appropriate alarms. The use of a hfjv in tandem with the ventilator has not been tested, approved, or recommended for use with this ventilator system. Therefore the consequences of its use with our ventilator are unknown. As no parts were replaced and returned for our investigation, it has not been possible to determine the root cause of the reported event but the use of hfjv in tandem with the ventilator is the most likely contributing factor. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).